Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 1a endoleak and migration of the cuff (suprarenal extension), sac growth and a rupture. Clinical also discovered additional finding of stent cage dilation of the cuff. The most likely cause of the 1a endoleak and migration of the cuff was user related due to the off-label neck anatomy. The most likely cause of the 3b endoleak was user related due to the possible over dilation at time of implant. The final patient status was reported to be doing well post-secondary procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak with stent cage dilation of the bifurcated stent graft. Also stent cage dilation was also discovered for the cuff (suprarenal extension). A separate MDR will be filed for the type 3b endoleak with stent cage dilation of the bifurcated stent graft. This report will be for the cuff (suprarenal extension) only.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018 endologix was made aware of migration of the cuff with a 1a endoleak, sac growth and rupture. The physician elected to reline the original implant with another bifurcated stent graft, a suprarenal extension and a limb stent graft, following this procedure, on the same day, it was reported that there was still a 1a endoleak present so the physician elected to implant another suprarenal extension.the endoleak has been resolved. The patient was reported as doing well and there have been no additional patient sequelae reported.